Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and the device evaluation is completed. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was returned with all 12 lives remaining and was never used. The instrument was never fired. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired with sf green 60 reloads twice. No malformed staples or incomplete firing were observed during in-house testing. Visual inspection was performed, and damage was observed. Additionally, based on log review, the instrument was found to have multiple engagement failures, error code 22020, roll hard stop failures. The engagement failures were not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of 10/03/2022 on system sk3279. The sureform stapler had 12 uses remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the first fire worked fine and the second fire engaged, jammed and shoved all the material up to the top of the closure. Staples were picked up seam guard out the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the doctor used a vessel sealer to cut fragments and then assist used grasper to remove the fragments. The it was confirmed by visualization that the fragments were removed. The instrument was not inspected because of the 2 loads prior. The surgical task being performed at the time was stomach stapling with seam guard the specific issue the surgeon experienced was that the load was being fired, the stapler jammed and pushed all the material to the top. The stapler did work for the first 2 loads and the first fire of this load. The stapler was in use for 2 loads and 1 fire for this load. The error message observed was incomplete load. No obstructions were encountered. No buttress material used and no malformed staples and no clamping. The targeted tissue was the stomach. No tissue calcified, no radiation or chemotherapy exposure, no tissue tension and no bunching. The issue was resolved by using a new stapler. No media available for isi review.